Event description:
A nurse reported the cutter tip was broken, and it is stuck in the trocar during a vitrectomy procedure with patient contact. The product was replaced with another one and the procedure was completed. Patient harm was not reported.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. Correction provided in e.1. A sample was not received at the manufacturing site for evaluation; however the attached customer photos confirm the reported issue of tip broken. The photos do not confirm the reported fit issue with the trocar. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The provided customer photo confirms that the probe had a broken tip at the port. The photo does not confirm the reported fit issue with the trocar. A broken tip could have led to fit issue with the trocar, as was reported; however, the sample was not received at the manufacturing site, therefore, the exact root cause for the broken tip and fit issue cannot be determined. An internal investigation has been completed and action has been implemented to reduce the frequency of broken tips. The reported fit issue was not confirmed, therefore, no additional action was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample was visually inspected and found to be nonconforming with the needle bent and the tip broken at the port. Functional fit testing could not be performed due to the visual condition of the probe. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter was observed bent. Gouge marks were observed at several locations along the inner cutter. Photos of the pak label and product and have been reviewed. The information seen on the pak label confirms the product and lot information that was reported. The complaint evaluation confirmed that the probe had a broken tip at the port. The exact root cause for the broken tip cannot be determined from this evaluation. The complaint evaluation was not able to confirm the report of tip was stuck in the trocar due to the broken tip. An internal investigation has been completed and actions have been implemented to reduce the frequency of broken tips. The associated effectiveness has been maintained. No additional actions were taken by the investigation site as the report of fit issue was unable to verify. All assembled probe needle diameters are also 100% tested for fit into a ring gauge to insure the probe needle does not exceed a trocar opening. Any non-conformances found are removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the cutter was broken during a vitrectomy procedure with patient contact. The product was replaced with another one and the procedure was completed. Patient harm was not reported.